Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited backup operation. An alert message indicated the battery voltage was at or below elective replacement indicator. The device was explanted and replaced (B)(6) 2013.